Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving unspecified erratic readings from his freestyle freedom lite blood glucose meter. He further reported he had tested on his arm and subsequently noted his thumb and the veins on his arm were twitching. Customer declined to provide any additional information, but prior to disconnecting the call the agent instructed him to check with his healthcare provider and to go to the hospital. It is unknown what, if any, third-party emergent medical treatment was rendered or if the customer attempted to self-treat. There was no report of death or permanent injury associated with this event.